Manufacturer narrative:
(B)(4). No conclusion code available. Failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 15.7-16.1cm and 23.1-23.5cm from the connector pin and at 4.4-4.7cm from the proximal end of the svc shock coil, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 1.5-3.9cm from the proximal end of the svc shock coil. Internal insulation abrasion was noted at 21.9-22.2cm from the connector pin and at 2.9-4.1cm from the proximal end of the svc shock coil. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.